Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported intermittent upstream occlusion alarms, which could not be reproduced during testing. The event history log showed multiple events of "history log que full!", so it cannot be determined if there is evidence of a failing upstream sensor. However multiple upstream occlusion alarms were confirmed in the event history log. The cause of the alarms could not be determined.

Event description:
It was reported that a spectrum pump intermittently displayed the upstream occlusion message. It was also reported there was no patient involvement.